Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead pulled back and dislodged due to the patient's anatomy. The dislodgment caused inadequate performance. The physician decided to cap and replace the lead. No patient complications have been reported as a result of this event.